Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens on (B)(6) 2012 in pt's left eye. The lens was explanted on (B)(6) 2012, due to excessive vault. The lens was exchanged for a shorter length lens. This resolved the problem. Pt's last visit on (B)(6) 2012, ucva 20/20.

Manufacturer narrative:
(B)(4).